Event description:
Report received indicated that end user noticed itching and whelps developing on shoulders. Rash moved from shoulder's to arms, then torso and two whelps have also formed under wafer. No additional information provided. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review was performed. In process sampling of intermediate sub-assemblies and the finished product was performed and documented where appropriate. Components were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue.